Manufacturer narrative:
Investigation: optical inspection the first step of our investigation is an optical inspection. The optical investigation showed that the catheter is slightly bowed. Permeability test n/a. Adjustment test n/a. Braking force and brake function test n/a. Result the obtained ventricular catheter was sent to us in it original packaging in the unopened sterile bag. The slightly curved catheter does not represent a risk for the patent or for a delay in the operation. The slight bowing of the catheter is within manufacturing tolerance and does not impede the functionality of the ventricle catheter or the shunt system as a whole. All products are 100% performance tested and visually inspected during assemblage, packaging and pre-shipment. The shunt system was sterilized by miethke and released for shipment; having passed all inspections. Our in-process controls and strict manufacturing guidelines insure the integrity of our products. Based on our investigation results we are unable to detect any failure with this product at the time of distribution. Further actions no further actions are required from our point of view. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Batch #: unknown. Expitration date: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that once the package was opened, the surgeon confirmed that the catheter was deformed." It was reported that there was no delay of the operation. There was no harm to the patient reported.